Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation. The devices were found to be affected by leaking; however, no device malfunctions were found. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.